Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient feels their implantable neurostimulator (ins) is depleting faster. The rep stated that the patient used to charge the ins from empty to full, and the controller would be at 30% battery. However, now when the patient charges the ins, the controller battery only goes down to 70%. Troubleshooting could not be done at the time of the report, because the rep did not have access to the device. Technical services reviewed that there is not enough information to determine if the patient¿s ins is depleting faster. Technical services advised the rep to look at the patient¿s usage and recharge data. The rep stated that they plan to meet with the patient soon. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the ins depleting faster was unknown. The rep offered to see the patient in the physician¿s office, but the patient has yet to set up an appointment. The rep stated that they think the issue has been resolved. They added that the patient was using a higher intensity of stimulation, which would attribute to the battery depleting faster. The rep mentioned that the patient also lets the programmer sleep while charging now, therefore allowing more ¿juice¿ to go through the recharger, which depletes the programmer less. No further complications were reported or anticipated.